Event description:
It was reported that during the procedure when the lag screw was being inserted, the lag screw had broken. The two tabs that engage with the lag screw inserter had broken off into the pt. The lag screw was in a good position but the ability to fine tune the lag screw became impossible at this point. The 2 pieces of metal were still in place after removing the lag screw inserter and after 10 minutes of attempting it was determined that these pieces could not be retrieved.

Manufacturer narrative:
Additional information received on august 17, 2015. It was reported that the lag screw cams shear off during insertion. An intraoperative x-ray was provided. On the x-ray it can be seen that the lag screw cams were broken. Two broken pieces visible. A technical investigation was not possible to perform, as the devices were not at hand. Possible causes for the reported event according to dfmea: a. Breakage of implant-due to lack of adequate fatigue strength. Possible: to high forces applied on the implant b. Breakage of implant-due to lack of adequate fatigue strength due to anodization. Possible: to high forces applied on the implant c. Breakage of implant-due to high forces applied during removal. Possible: the surgeon to high forces applied on the implant. D. Breakage of implant-due to wrong surgical technique used. Possible: the surgeon did not follow the steps in the surgical technique e. Breakage of implant-due to off-label use, e.g. Misuse by surgeon. Possible: maybe there was a off label use, misuse by surgeon. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive device, x-rays, or other source documents for review as the pt has not been revised. Where lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).